Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, while loading the stapler, the reload was jammed when loading onto the adapter. The device was not able to recognize the reload. There was also an issue with unloading the reload. The adapter broke. Another adapter was used to complete the case. There was no patient injury.